Event description:
It was reported that a patient underwent a right lobe resection procedure on (B)(6) 2010 and suture was used. During knotted suturing under the skin, the middle of the body of the needle broke. No fragment remained in the patient's body. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.